Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? An open low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? The surgeon said that the stapling was good and he was able to two rings. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? => yes, the surgeon checked the cutting washer. Was a leak test performed? If so, what was the result? No further information is available. How was the bleeding identified? No further information is available. Can more information be provided on what was meant by ¿target tissue was swollen¿ and would this have been conceivably related to the bleeding issue? Oedema occurred on the tissue. No information about the relationship the oedema and the bleeding. What is the current status of the patient? The patient is stable as of 18th june. No further information will be provided.

Event description:
It was reported that after an open low anterior resection, bleeding occurred from the anastomosis site. The device was used on the rectum. There was no difficulty in the firing during the procedure, and the donuts were created properly. The target tissue was swollen. The doctor did not feel something was unusual when the device was used during the operation. Additional suture was performed to complete the case. The surgeon said that the stapling was good and he was able to two rings. The surgeon checked that washer was cut at first surgery. Postoperatively, there was bleeding from the anastomosis site, so the surgeon performed reoperation and temporary colostomy. He sutured around the site and arrested hemorrhage. He did not know bleeding volume, but the patient did not need transfusion. The patient is stable.